Manufacturer narrative:
After battery installation, unit received with the right arrow keypad button did not respond due to flattened (creased) dome switch. Unable to perform displacement and self tests or verify pump error 25 due to the keypad anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Notification light stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.